Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture and vessel perforation occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified left front arm shunt. The lesion was pre-dilated three times with a 7.0 x 40mm x 75cm mustang balloon catheter at 18 atms. However, the lesion was not well expanded. Upon removal of the balloon catheter mild resistance occurred. The physician then pre-dilated the lesion with a non-bsc balloon catheter at 30 atms. The physician began to re-introduce the 7.0 x 40mm x 75cm mustang balloon catheter; however it was unable to pass through the 5fr sheath. The physician exchanged to a 6fr sheath and re-advanced the balloon catheter. Upon the fourth inflation at 18 atms the balloon ruptured. The physician found contrast medium leaked from a vessel and a vessel perforation was noted. The perforation was treated with ballooning. Resistance was again felt upon removal of the balloon catheter from the sheath and circumferential damage to the balloon was noted. No further complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with a 5fr sheath. A visual examination of the device found that the balloon was torn circumferentially 27mm from the proximal markerband. Both markerbands were intact and in the correct position on the shaft. The distal end of the balloon was bunched at the distal end of device. There was no part detached. The shaft was kinked 4mm from the distal tip. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and vessel perforation occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified left front arm shunt. The lesion was pre-dilated three times with a 7.0 x 40mm x 75cm mustang balloon catheter at 18atms. However, the lesion was not well expanded. Upon removal of the balloon catheter mild resistance occurred. The physician then pre-dilated the lesion with a non-bsc balloon catheter at 30atms. The physician began to re-introduce the 7.0 x 40mm x 75cm mustang balloon catheter; however it was unable to pass through the 5fr sheath. The physician exchanged to a 6fr sheath and re-advanced the balloon catheter. Upon the fourth inflation at 18atms the balloon ruptured. The physician found contrast medium leaked from a vessel and a vessel perforation was noted. The perforation was treated with ballooning. Resistance was again felt upon removal of the balloon catheter from the sheath and circumferential damage to the balloon was noted. No further complications were reported and the patient's status is good.